Event description:
After deployment of the suture bars, the sliding knot did not advance completely and tighten over the meniscal tear. The sliding knot became united and separated from the suture bars, leaving the suture bars in the joint capsule. The repair was completed with another fast-fix device. This incident did not result in surgical delay, procedural complication or injury to the patient.